Event description:
Concomitant devices: 2.7/3.5mm variable angle-locking compression plate (part: 02.118.012, lot: unknown, quantity: (B)(4)), 3.5mm proximal screw (part: 204.8xx, lot: unknown, quantity: (B)(4)), 2.7mm distal screw (part: 02.211.0xx, lot: unknown, quantity: (B)(4)), 2.7mm distal screw (part: 202.8xx, lot: unknown, quantity: (B)(4)) this report is for three (3) 3.5mm proximal screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Partial part number reported as 204.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. Code 3191 used to capture required surgical intervention and device removal. Patient codes: code 1870 (fracture(s)) was inadvertently used for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent removal of variable angle-locking compression plate medial distal plate 14 hole right due to non-union and broken screws. During the procedure a wing nut broke off from the distractor¿s holding sleeve while tightening onto the schanz screw. The surgeon proceeded with revision surgery by placing an unknown ex tibia nail. At end of procedure, the distractor¿s damaged sleeve was removed by hand twisting end piece with double joint. Fragments were removed easily. Procedure was completed successfully and no surgical delay. Patient outcome was as planned. Concomitant devices: 5.0mm schanz screw (part # 294.56, lot # unknown, quantity # 1), femoral distractor (part/lot number unknown, quantity unknown). This report will address the complaint about the post-operative event. The intra-operative event has been captured under complaint number (B)(4) this report is for one (1) unknown - screws: trauma. This is report 1 of 1 for (B)(4).